Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was originally an asr patient implanted (B)(6) 2007 and revised on (B)(6) 2009 to pinnacle products and has since been revised to further pinnacle products and these have also been revised. Asr surgery: asr xl implanted (B)(6) 2007. Asr revised (B)(6) 2009 ¿ stem remained in situ. 1st pinnacle surgery: pinnacle cup, head, liner implanted (B)(6) 2009. Acetabular cup pinnacle multihole 58 ref: 1217-20-058. Ceramic femoral head ref: 1365-35-740. Metal insert pinnacle ref: 121887358. Pinnacle cup, head, liner revised (B)(6) 2010 - stem remained in situ. Reason for revision: pain, dislocation of implant. Update ad 18 aug 2020: (B)(4) has been re-opened under (B)(4) due to claimsuite alerts received. Claimsuite alert alleges acetabular & femoral component loosening. Added associated contact, patient harm and concomitant products. Doi: (B)(6), "200" - dor: (B)(6), 2010 (left hip). (B)(4) 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.